Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported of not being able to remove battery cap with coin or spoon and did not have a flat-head screwdriver. Customer's blood glucose was 411 mg/dl. Customer was advised that insulin pump would need to be replaced. Customer called back reporting that a family member was able to remove battery cap. Customer requested for only the battery cap to be replaced.